Manufacturer narrative:
Case outcome: we checked the batch records of the reported lot cov4049002 and the dmr for the product. No abnormal issue was found in the manufacturing process and the manufacturing process is complied with dmr. Thirteen retention samples were tested with positive controls by following the finished product release testing procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Customer stated that a flowflex kit did not display results at the control or test lines. The kit was purchased at (B)(6) pharmacy. A picture was provided of the used cassette.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Customer stated that a flowflex kit did not display results at the control or test lines. The kit was purchased at vernon pharmacy. A picture was provided of the used cassette.